Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming-multiple staples firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared misaligned. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. Upon functional inspection, three staples formed properly in the simulated skin pad, two staples misfired into the skin pad, and two staples jammed in the cover block. A device history record review was performed, and no relevant findings were identified. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " during use, sometimes several staples are fired at the same time and the staple remained opened. To complete the procedure, a new stapler was used. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " during use, sometimes several staples are fired at the same time and the staple remained opened. To complete the procedure, a new stapler was used. The patient's current condition is reported as "fine".